Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left atrial flutter (fa) ablation procedure, a cardiac perforation occurred requiring surgery. An audible ¿pop¿ occurred while delivering radiofrequency energy at the ridge region of the left atrium. Immediately after the event, the patient developed signs consistent with acute cardiac tamponade. A pericardiocentesis was attempted, but due to the severity of the effusion and hemodynamic instability, the surgical team was activated. Because of this complication, the ablation procedure could not be completed. The patient was taken for urgent cardiac surgery, where definitive management of the complication was performed. Following the surgical intervention, the patient remained hemodynamically stable and was transferred to the intensive care unit (ICU) for postoperative monitoring.